Manufacturer narrative:
Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft and hypotube. Inspection also revealed a complete hypotube separation 69.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft broke occurred. A 3.5mm x 8mm quantum maverick balloon catheter was selected to dilate the lesion. As the physician was loading the balloon on the wire, the mid shaft of the balloon broke into two pieces. The procedure was completed with a different device. No patients' complications were reported.

Event description:
It was reported that a shaft broke occurred. A 3.5mm x 8mm quantum maverick balloon catheter was selected to dilate the lesion. As the physician was loading the balloon on the wire, the mid shaft of the balloon broke into two pieces. The procedure was completed with a different device. No patients' complications were reported.